Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. If additional information becomes available, a supplemental report will be sent.

Event description:
Device received from the USA stating that there was a piece of the device that was missing or loose. The device was not being used in surgery. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no additional information available.